Event description:
It was reported that, patient complained that they had squeaking and pain. Removed ceramic head and cup. Through trialing determined that offset was not correct, at that time, surgeon decided to remove the stryker stem.

Manufacturer narrative:
There is insufficient information at this time to determine which stryker device caused an adverse consequence for the patient. Other devices are as follows: 542-11-50e, lot # 13495903, 2080-0000-1, lot # 15653401, 6565-0-132, lot # 8790202, 6021-0130-2580601. Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.